Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead had dislodged. It was noted that the patient was pacer dependent. The physician elected to cap and replace the lead on (B)(6) 2020. The patient was in stable condition.